Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, guide wire entrapment occurred. The target lesion was located in the superficial femoral artery. A .038 5fr non bsc guide catheter was positioned in the patient. The truepath cto device was then advanced through the proximal cap of the lesion. While attempting to remove the truepath, it was noted that it had become stuck in the catheter. The devices were removed together and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, guide wire entrapment occurred. The target lesion was located in the superficial femoral artery. A .038 5fr non bsc guide catheter was positioned in the patient. The truepath cto device was then advanced through the proximal cap of the lesion. While attempting to remove the truepath, it was noted that it had become stuck in the catheter. The devices were removed together and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed the wire was returned stuck inside a non bsc .038 catheter and was unable to be removed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).